Event description:
It was reported to philips that the system failed to emit x-rays and a generator busy message was displayed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed normally but with a delay as the customer needed to wait until the generator was restarted. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the hospital¿s mains power was not very stable. The in-house biomedical engineer replaced the hospital power switch. After the replacement of the hospital power switch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.